Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2020-026532, 1627487-2020-02653. It was reported that patient's stimulation had been disabled, confirmed by the message "n-772. Stimulation for one or more leads has been turned off." X-ray's confirmed that the patient's leads have low impedance and were disconnected from the ipg. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's system was explanted and replaced to resolve the issue.

Manufacturer narrative:
E1: initial reporter.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.